Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the trial patient felt like their lead may have moved and that they did not have any information regarding limited activity. Patient also complained that their controller was not holding battery charges and that they were replacing batteries every day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.